Manufacturer narrative:
(B)(4). Date sent: 7/9/2024. D4: batch #r5c40j. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc55 device was received with no apparent damaged and with reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties. The staple line and the cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the device on the application site, ensure that no obstructions such as clips, stents, guide wires, and etc., are within the instrument anvils. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event could not be confirmed as the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number r5c40j, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. Additional information was requested, and the following was obtained: 1. . Was the staple line complete? ->no, it was not 2. If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? ->little forwarded , b-formation 3. Could you please clarify if there were any patient consequences? ->it¿s unknown. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? ->it¿s unknown.

Event description:
It was reported during an unknown procedure the staples were not forwarded.

Manufacturer narrative:
(B)(4) date sent 4/11/2024 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the staple line complete? If the device staple, what was the shape of the staples (b-formation, irregular, legs straight)? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2024. Corrected data: b1, h1. Additional information was requested, and the following was obtained: could you please provide more details for tcr10 device malfunctions? It was not forwarded enough. Did the device staple? Yes little. If the device stapled, was the staple line complete? Yes, little forwarding was completed. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? B shape. 5. Did the device cut? Yes little. 6. If the device cut, was the cut line complete? It¿s unknown. 7. Were the cut line and staple lines equal? It¿s unknown. 8. Was the device fired across a staple line? No. 9. Did the reload lock out and would not work? Yes, lock out. 10. Did the reload begin to staple and cut, but then jammed? Yes. 11. Did the device staple, but there was no cut line? There was a cut line. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.